Event description:
It was reported that during weekly testing, the cardiosave intra-aortic balloon pump (iabp) unit had a autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the patient interface module was the issue. To fix the issue, the fse replaced the pneumatic module assy, rohs), and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a